Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 43-year-old female patient who had essure (batch no. 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included diabetes mellitus, mood disorder, hematuria, dysmenorrhea, bloating, menstrual cramps and cervix carcinoma. Concomitant products included citalopram since 2016, ethinylestradiol;ferrous fumarate;norethisterone (micropil plus) from 2013 to 2017, hydrocodone bitartrate (hydrocodone) from 2013 to 2017, ibuprofen, insulin detemir (levemir) in 2016, metformin since 2008, norgestimate from 2014 to 2017 and nsaids. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("mental anguish,"), migraine ("migraines") and headache ("headaches,") and was found to have weight increased ("weight gain."). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), the first episode of cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and the second episode of cystitis ("bladder infection"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety, migraine, headache, weight increased and the last episode of cystitis outcome was unknown. The reporter considered anxiety, depression, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: approximate weight at the time of essure placement 213 lbs. Insertion details- (B)(6) 2012 (as per discrepancy noted in mr) procedure - hysteroscopic essure procedure pre-post operative diagnosis-multipara requests sterilization discrepancy in date of birth of plaintiff: (B)(6) 1973 and (B)(6) 1973. Patient received treatment for pain,abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Pathology test - on (B)(6) 2020: uterus with right ovary and right and left fallopian tubes (hysterectomy, right oophorectomy and bilateral salpingectomy) cervix with nabothian cysts and chronic inflammation, no evidence of sil. Weakly proliferative phase i3ndornetrlurn, no evidence of hyperplasia or malignancy. Myometrium with adenomyosis. Right ovary with multiple follicular cysts including dominant 1.5cm follicular cyst 2 fallopian tubes, each with proximal intraluminal metal coil consistent with essure device clinical information: complex cyst of right ovary, pelvic pain, dysmenorrhea gross description: on sectioning, there is a metal coil in the proximal portion of the fallopian lube, no other lesions are identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain in female,depression,menorrhagia,abnormal vaginal bleeding. Lot number: 50707096 manufacturing date: 2012/12 expiration date: 2015/12/31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a (B)(6) female patient who had essure (batch no. 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included diabetes mellitus, mood disorder, hematuria, dysmenorrhea, bloating, menstrual cramps and cervix carcinoma. Concomitant products included citalopram since 2016, ethinylestradiol;ferrous fumarate;norethisterone (micropil plus) from 2013 to 2017, hydrocodone bitartrate (hydrocodone) from 2013 to 2017, ibuprofen, insulin detemir (levemir) in 2016, metformin since 2008, norgestimate from 2014 to 2017 and nsaids. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("mental anguish,"), migraine ("migraines") and headache ("headaches,") and was found to have weight increased ("weight gain."). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), the first episode of cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and the second episode of cystitis ("bladder infection"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety, migraine, headache, weight increased and the last episode of cystitis outcome was unknown. The reporter considered anxiety, depression, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: approximate weight at the time of essure placement 213 lbs. Insertion details- (B)(6) 2012 (as per discrepancy noted in mr) procedure - hysteroscopic essure procedure pre-post operative diagnosis-multipara requests sterilization discrepancy in date of birth of plaintiff: (B)(6) 1973. Patient received treatment for pain,abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Pathology test - on (B)(6) 2020: uterus with right ovary and right and left fallopian tubes (hysterectomy, right oophorectomy and bilateral salpingectomy) cervix with nabothian cysts and chronic inflammation, no evidence of sil. Weakly proliferative phase i3ndornetrlurn, no evidence of hyperplasia or malignancy. Myometrium with adenomyosis. Right ovary with multiple follicular cysts including dominant 1.5cm follicular cyst 2 fallopian tubes, each with proximal intraluminal metal coil consistent with essure device clinical information: complex cyst of right ovary, pelvic pain, dysmenorrhea gross description: on sectioning, there is a metal coil in the proximal portion of the fallopian lube, no other lesions are identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain in female,depression,menorrhagia,abnormal vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: essure removal reported. Case category updated to serious incident. Essure removal date was added, reporter was added, consumer dob was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.